Event description:
Loss of osseointegration, primary stability was achieved, implant was completely covered with bone, smoker, preceding/simultaneous bone augmentation, bone resorption, pain, inflammation, mobility.